Event description:
A vaxcel PICC line was placed for therapeutic purpose on an unk date. Approx three months later, a leak occurred. It was initially reported that the leak was located before the catheter splits into the wide joint (outside of the pt). The engineering evaluation revealed the catheter had leaked at the joint of the suture wing nose and the catheter shaft.